Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06612, related manufacturer reference number: 2938836-2020-06613. It was reported that the patient presented with intermittent loss of capture on telemetry. A chest x-ray was performed, and it revealed the lead to be in the same position as time of implant. Upon interrogating it was noted that the patient was in high output mode on auto-capture but was not sufficient for consistent capture. The output was turned up. This resulted in more consistent capture but not every single beat. The patient was unstable, and CPR was begun. CPR was not successful, and the patient expired. The physician stated that the device did not fail but rather that the patient¿s electrolytes were out of normal range and that was contributing to the inability to capture the patient¿s myocardium.